Manufacturer narrative:
H3, h6, h7 and h9: updated. The suspect pump was returned for evaluation. Visual inspection was performed and was found that there was a delaminated downstream occlusion (dso) seal. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a decalibrated dso sensor due to a delaminated dso seal.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump presented an occlusion error. It is unknown if there was patient involved; however, no harm was reported.